Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039571) in united states on 15-jan-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer didn´t recall the start date, but she presented pain like her organs were moving around her abdomen. It was hard to breathe when these pains happened and it was similar to when an 8 month old fetus is moving around except actually painful. She also experienced regular migraines, uncontrollable weight gain and really heavy menstrual cycles. She was hospitalized twice for the pain, but stated she didn't think it was caused by the essure, though she did report that had the coils to the attending physicians. The pains come on more often, in addition to headaches. Consumer informed the date (B)(6)-2011 as event onset date; however she did not specify it. Product technical complaint investigation received on 11-feb-2015: the bayer ptc global reference number is (B)(4). The final assessment was: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pain like my organs are moving around my abdomen. This event is serious due hospitalization and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer presented pain like her organs were moving around her abdomen. It was hard to breathe when these pains happened and it was similar to when an 8 month old fetus is moving around. She was hospitalized twice for the pain. Although reporter did not think the essure caused the event and her hospitalization, a contributory role of essure to the pain cannot be totally excluded, therefore causality is assessed as related to essure and the case is regarded as incident. Other non-serious events were informed. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.